Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her son's insulin pump had blank display. The customer's blood glucose level was 135 mg/dl and 144 mg/dl. The customer stated that the battery cap was neither damaged nor corroded. The device will not be returned for analysis.